Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was to undergo lumbar drainage due to intracranial hemorrhagic occupying inflammatory lesions. When the package was opened during the operation, it was found that the catheter was distorted. The catheter was not used and was replaced. There was no injury to the patient.

Manufacturer narrative:
The returned catheter met the requirements for leak test. However, the catheter was noted to be distorted/kinked. It is not known how or when this damage occurred. There was no apparent damage to the packaging that the catheter and luerlock cap were originally packaged in, and subsequently returned in. Neither component were apparently used. The other components of the kit were returned unopened. No other unusual characteristics were noted. If information is provided in the future, a supplemental report will be issued.